Manufacturer narrative:
(B)(4). During evaluation of a homechoice hardware device an alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned a device analysis could not be completed; therefor, a root cause was not determined. As the lot number was not provided, no batch review could be performed. If additional relevant information is received a follow-up will be submitted.

Event description:
It was reported that during evaluation of a returned homechoice device, a system error 2240 alarm (air in line) was identified in the log which indicates a potential malfunction of the disposable cassette. The alarm occurred on (B)(6) 2013 04:53:31. No additional information is available.